Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 270-271 mg/dl. Reportedly, the customer was using trurapi insulin with the pump. Tandem customer technical support informed customer that trurapi insulin is off-label per the user guide. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response from the customer was not received.

Manufacturer narrative:
Per tandem user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.